Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient experienced thrombosis. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath was used. A non-boston scientific mapping catheter was removed from the sheath and an attempt to aspirate and flush was made but were unsuccessful. The physician proceeded to insert a dilator. A suggestion was made to visually inspect the proximal end of the sheath for potential occlusions, leading to the discovery of what appeared to be a clot. The sheath was then removed from the left atrium, and a wire was inserted to exchange it for a new faradrive. The old sheath was flushed on the back table, revealing a large clot. Upon inspecting the irrigation system, it was found to be set to 3ml/hour, prompting the replacement of all tubing and an increase in the flow rate. After these adjustments, no further clot issues were encountered, and the procedure was completed successfully. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed of.

Event description:
It was reported that a patient experienced thrombosis. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation a faradrive steerable sheath was used. A non-boston scientific mapping catheter was removed from the sheath and an attempt to aspirate and flush was made but were unsuccessful. The physician proceeded to insert a dilator. A suggestion was made to visually inspect the proximal end of the sheath for potential occlusions, leading to the discovery of what appeared to be a clot. The sheath was then removed from the left atrium, and a wire was inserted to exchange it for a new faradrive. The old sheath was flushed on the back table, revealing a large clot. Upon inspecting the irrigation system, it was found to be set to 3ml/hour, prompting the replacement of all tubing and an increase in the flow rate. After these adjustments, no further clot issues were encountered, and the procedure was completed successfully. The patient is expected to fully recover from the event. The device is not expected to return as it was disposed of.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Correction to the initial MDR in blocks b1 adverse event/product problem, b2 outcomes attrib to adv event, h1 type of reportable event, and h6 impact codes.